Event description:
It was reported that the stent implant came off the balloon during use in the anatomy prior to deployment in the anatomy. The stent was deployed in the area where it dislodged. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported stent dislodgment was confirmed. The resistance during advancement and removal was not confirmed as it was based on case circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the resistance and stent dislodgment appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling. (B)(4).

Event description:
Subsequent to the previously filed medwatch report, new information received as follows: the procedure was to treat a lesion located in an area that was treated during a previous procedure in the bilateral iliac/distal superficial femoral artery (sfa), that had reoccluded. The vessel was mildly tortuous and heavily calcified. Resistance was felt during advancement of the omnilink elite vascular stent delivery system (sds) through the lesion and during pull back of the sds to position the stent resistance was felt which resulted in the stent implant dislodging from the balloon. The stent implant was captured with a 2.0 balloon catheter and was successfully deployed in the intended lesion in the distal sfa. No adverse patient effects were reported. There was a 10 to 15 minute delay in the procedure; however, this was not clinically significant for the patient. No additional information was provided.